Event description:
It was reported to minimed that the customer experienced hypoglycemia with a blood glucose value of 80 mg/dl and also reported issues with log in. The customer believed that the pump was over delivering insulin. The customer treated hypoglycemia through carbohydrates intake. The event involved product(s) mmt-1884, mmt-332a, mmt-876a, 78893-01, mmt-7333. Troubleshooting was performed for hypoglycemia and confirmed that the customer was using insulin pump within 48 hours of reported event. The customer was using auto mode/ smart guard feature at the time of reported event. Troubleshooting was not performed for smart guard assistance, low alert and log in assistance. No further patient complication was reported. The customer will discontinue the use of pump. Product mmt-1884, mmt-876a will be returned for analysis. No product return is required for mmt-332a, 78893-01. Product return is not applicable for non physical device mmt-7333.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.